Event description:
Inbound, patient reports issues with two cadd legacy cassettes lot# 4096351; both cassettes with same lot number, states first cassette ran for two hours and then pump started beeping, switched to other pump same issues. Mixed new cassette which ran for five hours and then started beeping. Noted that second cassette had piece of plastic yellow in color; looked uke a small pencil shaving type thing. Mixed another cassette with no issues, no further details provided.